Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to remove the device due to the skin irritation. Outcome of the skin irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.